Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1600496 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was stuck in the applier. There was no patient injury.